Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0574 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reer0574) have been reported from the same facility.

Event description:
On (B)(6) 2020 "a virtual demonstration of provena PICC kits was provided to vascular access nurses at hospital. Samples of a 4fr provena PICC kit were provided. During discussion nurses and bd cs noticed that pieces of gt needle guide plastic fragmented off as insertion needle was inserted into each of the needle guides. Several nurses attempted using the gt needle guides with the same result of plastic shearing off the center of the needle guide. This is a potential patient care complication because the plastic could become an emboli in the patients blood stream." This occurred with three kits. This report addresses the second kit.